Event description:
It was reported the patient presented emergency department of the hospital following a vibratory alert. The patient received the alert due to upper out of range right ventricular lead impedance. Increase capture threshold was also noted. The lead was capped and replaced. The device remains implanted. The patient condition after the procedure was well.